Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: no samples were received for investigation of complaint; however the customer has indicated that a leakage was identified during use of an unknown bd maxzero¿ extension set. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported 2 unspecified bd¿ maxzero extension sets had issues with leakage. The following information was provided by the initial reporter: "it was reported via post market survey that clinicians encountered leakage of fluids (not contrast media and not during power injection)."